Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified neuro surgery, it was observed that the attachment device came apart into pieces while in use with a motor device that was getting hot. It was reported that all pieces were retrieved and none were left in the patient. There was a slight delay in the surgical procedure as identical spare devices were available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial report stated this is report 1 of 2 for the same event. Due to additional information, it has been updated to, this is report 1 of 3 for the same event. It was further reported that there was a fractured burr device in the attachment device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had no visible malfunctions; however, the cutter could not be secured due to a piece of cutter stuck in the drive shaft which stopped the completion of the pre-test. The cause of the failure was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.